Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device manufactured by MFR: promus element, mr, ous 2.50 x 38 mm stent delivery system was returned for analysis. The stent was detached from the delivery system and not returned for analysis. The crimped stent outer diameter at the time of manufacturing was within maximum crimped stent profile measurement. The tip was detached from the delivery system and not returned for analysis. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings were visible along the balloon body. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues along the midshaft, inner or outer shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 2.5x38mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50x38mm promus element long drug-eluting stent was advanced for treatment. However, the device could not pass through the lesion and it was noted that the stent struts got damaged. The device was simply pulled back and was removed from the patient's body. The procedure was completed with another device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: above 18 years and older. Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 2.5x38mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50x38mm promus element long drug-eluting stent was advanced for treatment. However, the device could not pass through the lesion and it was noted that the stent struts got damaged. The device was simply pulled back and was removed from the patient's body. The procedure was completed with another device. No patient complications were reported.